Event description:
Caller alleged false negative d-dimer results. Customer was conducting a correlation study. (B)(4). Qqcd, qc and recent cal vers - passed.

Manufacturer narrative:
Investigation pending.